Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 270 units of insulin, and after 2 days of using the pump, the insulin gauge remained static at 105 units. The customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.